Event description:
After receiving 40-60 electric shock therapy treatments at age 14, pt has experienced severe, permanent memory loss, has lost her education, lost ability to read, write and do arithmatic, to tell time, and count money. She has poor short-term memory, and severely impaired work skills. Also has hearing loss, and fragile bones attributed to shock treatments.